Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a relationship between the reported patient effect and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: caution: do not exceed the labeled rated burst pressure (rbp) of 18 atmospheres.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal right coronary artery (rca) that was mildly tortuous and mildly calcified. During deployment of the xience xpedition 2.75 x 48 mm stent at 20 atmospheres, a dissection occurred. Another stent was used to cover the dissection. It was reported that the patient is stable and fine. There was no reported clinically significant delay in the procedure. No additional information was provided.